Event description:
Boston scientific received information that a low pacing impedance measurement less than 20 ohms was detected on this right ventricular lead via the latitude patient monitoring system. It was reported at the next transmission, impedance levels were back to 46 ohms. No remedial action has been planned at this time. No adverse patient effects were reported.

Event description:
Additional evidence was received that the high shock impedance levels detected during this event were not a lead issue, but in fact related to this pulse generator. No other information has been received about the event. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.